Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found.

Event description:
It was reported that during the implanting procedure several attempts were made to place the lead due to high thresholds. The physician then decided to remove the lead and replace it with a new lead. No patient complications have been reported as a result of this event.